Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel disfunction and urge incontinence. It was reported that they recently had their device for bladder control removed. They were told it would need to be sent off when they asked about having it looked at to see if it was working properly. On their paperwork from the hospital, the surgery said "removal of defective device." They inquired about where the device would have been sent and how to find out. They still had the programmer, etc. The hcp wasn't cooperative in this matter and they would like to know.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank, because the information is currently, unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received, from the patient. They reported, that caller said, pt's stimulator had not worked to relieve urinary symptoms and pt wanted it removed. Caller said, "there was not issue with the device". The pt just wanted it removed. Caller did not know when pt noticed issue. But said, they had decided with their hcp to have the stimulator removed 07-feb-2024. Device was actually removed (B)(6) 2024. Caller said, rep was present at explant procedure. Caller said, nothing wrong with equipment, but stimulator was not beneficial for urinary symptoms. Patient had multiple adjustments(caller confirmed, pt made self adjustments, but did not have formal reprogramming in office with hcp). But, pt's adjustments did not work. Unknown, if was due to normal battery depletion by caller. Device discarded and not sent for analysis.